Event description:
Customer reported tpn line with hole in tubing due to improper loading of tubing into pump. Large amount of tpn spilled on floor. No pt harm reported for this event. Customer stated no add'l pt/event info will be provided.

Manufacturer narrative:
MFR's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for eval. The cause of reported leak is unk.